Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, a tear was found on the rubberized layer causing interlumen leakage. Hence, this complaint was confirmed related to manufacturing process. A potential root cause for this failure could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. A review of the device labelling has been conducted for investigation purposes and was found adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon's inflation was confirmed without any issues, but after inserting it into the patient, the balloon naturally slipped out. After removing it, the balloon was checked and inflated without any problems, so they want to confirm that there are no issues with the balloon or along the route.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon's inflation was confirmed without any issues, but after inserting it into the patient, the balloon naturally slipped out. After removing it, the balloon was checked and inflated without any problems, so they want to confirm that there are no issues with the balloon or along the route.